Event description:
The customer observed false reactive alinity I cmv igg results that negative on vircell on one patient. The results provided were: on (B)(6) 2024 initial=106.6 au/ml (> or = 6.0 au/ml=reactive) /on virclia (vircell)=non-detected (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and specificity testing for alinity I cmv igg reagent lot 54010fn00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. A review of tracking and trending data did not identify any related trends for the product for the issue. In-house testing was performed with a retained kit of lot 54010fn00. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Per the product package insert, if the alinity I cmv igg results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g., results of other tests (cmv igm, cmv igg avidity), clinical impressions, etc. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I cmv igg, reagent lot 54010fn00.

Event description:
The customer observed false reactive alinity I cmv igg results that negative on vircell on one patient. The results provided were: on 17jan2024 initial=106.6 au/ml (> or = 6.0 au/ml=reactive) /on virclia (vircell)=non-detected (no actual results provided) there was no reported impact to patient management.